Manufacturer narrative:
The reported event of the failure to sense was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for pacemaker and lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the leads, it was noted that there was no sensing on the right atrial (ra) lead. The ra lead was removed and replaced without further incident. The patient was stable condition.